Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected. The elastomer was misaligned on the pinch plate. The sample was inserted into the console without modifying the elastomer on the pinch plate. The sample failed to prime and generated a system message code; as a result, air was introduced to the drain bag. The root cause of the customer's complaint was the alignment of the elastomer on the pinch plate. Based on analysis of the sample, the elastomer was not seated properly on the pinch plate during the manufacturing in the assembly process. Action will not be taken for this occurrence. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that water of infusion did not flow during surgery. The product was replaced and procedure completed with no patient harm.